Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported the customer received multiple intermittent occlusion alarms and altitude alarms. No reported adverse impact to the customer. Reported issues occurred in the past therefore, troubleshooting could not be performed. The customer reverted to manual injections for alternate therapy.